Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal diagonal and left anterior descending (lad) artery. After implanting a 3.0x28mm synergy stent in the lad, a 2.75 x 20mm synergy ii drug-eluting stent was advanced through the side struts of the first stent but failed to cross the diagonal. The device was completely removed from the patient and when gathering the product the shaft broke 240mm from the hub. The procedure was completed with another 2.75x20mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found that the hypotube was broken at 211 mm distal from the distal end of the strain relief. Multiple kinks were also noted along the full catheter length. The type of damages noted is consistent with the excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal diagonal and left anterior descending (lad) artery. After implanting a 3.0x28mm synergy stent in the lad, a 2.75 x 20mm synergy ii drug-eluting stent was advanced through the side struts of the first stent but failed to cross the diagonal. The device was completely removed from the patient and when gathering the product the shaft broke 240mm from the hub. The procedure was completed with another 2.75x20mm synergy stent. No patient complications were reported and the patient's status was fine.